Event description:
Patient underwent subacromial decompression repair of right rotator cuff. At closing count scrub tech identified that one of the free needles had lost its tip. A right shoulder x-ray was performed and it was identified that a small linear metallic foreign body was in the region of the articula capsule of the right shoulder.